Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received results of 417 mg/dl, 524 mg/dl, 197 mg/dl, and 325 mg/dl within 6 minutes on the aviva system. The customer's hands were washed, but she put on lotion. No adverse event reported. The alleged product was requested for evaluation.